Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was having fainting spells and the doctors are exploring cardiac as well as neurologic possibilities. The implantable pulse generator (ipg) is programmed to vvi-70 with hysteresis rate of 40 bpm. Hr histograms show about 7% vpacing at the rate of 40 as well as vsensing as fast as 140 bpm. Follow-up with the patient's clinic did not yield any additional information. The device remains in use. No further patient complications have been reported as a result of this event.